Event description:
It was reported to baxter (B) (4) that a baxter infusor sv2 device had overinfused during patient use. According to the reporter, the patient was (B) (6) and female (B) (6). The infusor was filled with 5fu (3800 mg) and the solvent used is unknown. According to the reporter, the infusor emptied in 6 hours instead of the expected 48 hours. The reporter stated that the patient was connected to the infusor through a port-a-cath (jugular) and an implantable chamber (via subclavian). It is stated that during infusion, the needle of the catheter extravasated from the implantable chamber and the product infused subcutaneous. The permeability of the implantable chamber has been checked and there was no occlusion. Prior to the reported issue, the patient received previous therapy (oxaliplatine) through the same access point without any problem. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has not yet been received by baxter for a service evaluation. Should the device or additional information become availalbe, a follow-up report will be submitted. (B) (4)